Event description:
It was reported that a patient, (B)(6) y.o., female, underwent an atrial fibrillation (afib) procedure with a thermocool sf nav unidirectional catheter (lot number unknown) and suffered a cardiac tamponade. The patient¿s medical history is unknown. After the completion of an afib procedure which included pulmonary vein isolation, the anestethiologist observed that the patient had become hypotensive. The physician was called back into the room and discovered a pericardial effusion which required pericardiocentesis to remove approximately 150 cc of fluid. The patient remained in the hospital overnight, and was released after a 24 hour stay. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possibly procedure related, and the cardiac perforation may have formed during the ablation phase of the procedure. Per 21 cfr, part 803, this complaint is reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed

Manufacturer narrative:
The product was discarded and the lot number of the complaint product was unknown. However, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history report (DHR) review cannot be conducted because the device was disposed of and no lot number was provided by the customer. Concomitant products: 1. Carto 3 system, serial# (B)(4), model #m-4800-01. 2. Stockert 70, serial #(B)(4), modell# unk. 2. Cool flow, serial #(B)(4), model #m-5491-02. 4. Lasso nav variable eco, model# d-1343-01-s, lot unk. 5. Sndstr10, model# unk, lot unk. (B)(4).